Manufacturer narrative:
Additional procode: hwc. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in(B)(6) as follows: it was reported that on (B)(6) 2018, the female patient, (B)(6), underwent variable angle-volar radius plate (va-vrp) implantation for a distal radius fracture. When the surgeon inserted a va locking screw into the 2nd most distal hole on the ulna side of the plate on the radius, the screw could not be fixed. The screw was removed from the hole, and could be fixed at another hole. Then, when the surgeon tried to insert a titanium (ti) locking screw at the 2nd most distal hole on the ulna side of the same plate, the screw also could not be fixed. The screw was removed from the plate and retrieved. The patient is currently under follow-up observation at the hospital. Surgery was completed successfully with a less than thirty (30) minute delay. There was no adverse consequence to the patient. This report is for a 2.4mm ti va-locking compression plate (lcp) volar rim distal radius plate 6hole hd/5hole shaft/left-sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.115.751s; lot: l818265; manufacturing site: mezzovico; release to warehouse date: 27.mar.2018; expiry date: 01.mar.2028. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.